Event description:
Patient consented to surgery and a sinovectomy was performed. The plastic was disassociated freom the metal back and was in two pieces. No noticable wear was observed on the femoral component. The insert was exhibiting minor wear on both the medial & lateral surfaces and was also exhibiting minor wear at this time.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.